Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited diagnostic anomaly. After reprogramming, the device was re-interrogated and was functioning normally. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).